Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump excessively alarmed no delivery. It was also reported that customer was hospitalized for high blood glucose levels. Before hospitalization, customer noticed a bent cannula and insulin delivering onto his shirt. Customer expressed the following symptoms of high blood glucose, diabetic ketoacidosis (dka), nausea, vomiting, headache, stomach ache, body aches, and flu symptoms. Customer's blood glucose reading was 600 mg/dl. Nothing further reported.